Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the mid lad had moderate tortuosity, severe calcification / hard plaque and heavy stenosis. Lesion pre-dilation was performed. Resistance was encountered advancing the device. It was reported that the stent dislodged during removal following a failed attempt to cross the lesion. The stent was originally in the mid lad but embolized and migrated to the left profunda. The physician could not get around to snare the stent so the patient went for bypass surgery and had a cutdown to remove the stent. No further patient complications were reported.